Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by an adult female patient, concerning herself. The patient was allergic to a lot of things. No information about relevant medical history or concomitant medication, has been provided. The patient had previously received treatment with silicone for cosmetic indication. On 13-mar-2013, the patient received treatment with restylane to the smile lines, around the eyes and lips (unknown amount, lot number, injection technique and needle type) by a physician. The restylane was injected around eyes (off label use of device). About 1 week after treatment, in mar-2013, the patient was really swollen (implant site swelling) and she started feeling flu like symptoms (influenza like illness). She had experienced granulomas (granuloma skin). The hcp had treated the patient with unspecified steroids and later cut them out of the skin and pressed out white stuff (purulent discharge). Later, in 2013, the patient was diagnosed with an autoimmune disease eythema nodosum (erythema nodosum). After the restylane treatment, the patient also had cataracts (cataract), nerve damage (nerve injury) and pelvic prolapse (pelvic organ prolapse). She had undergone several pelvic prolapse surgeries. The patient was really depressed (depression). Her skin was like plastic and absorbed everything in the air and her skin was sticky (sticky skin). She reported that her skin was just peeling off (implant site exfoliation), she has lint all over her body which was absorbed from her clothing. The patient was also having incontinence (incontinence) all over her body and waste (fecal matter and urine) was coming out of her skin and muscles. The physician informed her that it was impossible, but patient thought it could happen from constipation (constipation) and she was sick (illness). According to a physical therapist, those were just her muscles and not fecal matter. According to the patient, these symptoms had started in the first week after receiving restylane and restylane had ruined her life. She had contacted many physicians and nothing has improved. In (B)(6) 2023 (six weeks ago from date of report), the patient had a pelvic prolapse. She was treated by a physician who gave her unspecified gout medicine which did not help her. Outcome at the time of the report: granulomas was not recovered/not resolved/ongoing. Cataracts was not recovered/not resolved/ongoing. Pelvic prolapse was not recovered/not resolved/ongoing. Eythema nodosum was not recovered/not resolved/ongoing. Nerve damage was not recovered/not resolved/ongoing. Depressed was not recovered/not resolved/ongoing. Skin was just peeling off was unknown. Skin was sticky was not recovered/not resolved/ongoing. Incontinence was not recovered/not resolved/ongoing. Constipation was recovered/resolved. Sick was unknown. Swollen was recovered/resolved. Flu like symptoms was recovered/resolved. White stuff was unknown. Restylane was injected around eyes was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event granuloma skin and the non-serious events of exfoliation, swelling at implant site, purulent discharge and influenza like illness were expected and considered possibly related to the treatment. Seriousness criteria include the need for medical and surgical intervention and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure or foreign body reaction to the product in the local tissue. The serious event of pelvic organ prolapse and the non-serious events of cataract, depression, sticky skin, erythema nodosum, nerve injury, constipation, illness and incontinence were considered unexpected and unrelated to the treatment. Seriousness criteria include multiple surgeries to prevent permanent damage. Alternative etiologies include undisclosed/ undiagnosed medical conditions. The event depression could be secondary to the systemic events experienced by patient. The restylane was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.